Event description:
It was reported that the patient presented in the clinic for fluoroscopy evaluation. Suspected externalized conductors were observed. No electrical anomalies were noted. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.